Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not completing the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The system pcb assembly was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Further evaluation determined the root cause was an inoperative single board computer.